Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent post-paced t-wave oversensing was observed during ventricular pacing events. Programming changes were recommended, and the physician elected not to make any changes.